Event description:
It was reported by the customer that a pyxis medstation es system after upgrading to 1.6.1 data was not sync. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they tried data syncing after upgrade from 1.4.4 to 1.6.1 but after 98 minutes it failed. The field service engineer reinstalled the med-application and performed repairing multiple corrupted files and was able to synch it. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.